Event description:
It was reported that the device could not be interrogated, and the EKG showed no pacing. As such, the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device had no telemetry due to a depleted battery. The battery depletion was caused by an internal anomaly in the battery that was detected during the analysis of the battery by the supplier.